Manufacturer narrative:
Patient's date of birth unk. Patient's weight unk. Other relevant history unk. The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove one left ventricular (lv) lead due to cied system/pocket infection. Using a spectranetics lead locking device (lld) for traction and a spectranetics 16f glidelight laser sheath, the physician was able to advance the device to the upper superior vena cava (svc). A tunnel-like adhesion was observed in the lower svc, near the junction of the right atrium (ra). When lasing was performed, the tip of the lv lead could be taken into the glidelight laser sheath. When the glidelight device was removed, the patient's blood pressure dropped rapidly. Pericardial fluid was not observed through transesophageal echocardiography (tee). Rescue efforts began, including thoracotomy. Bleeding was confirmed from the svc. Repair efforts and treatment were performed but the shock condition continued in the patient, and the patient died. This report captures the 16f glidelight device in use when the svc perforation occurred that required intervention, but resulted in patient death. There was no alleged malfunction of any spectranetics devices in use during the procedure.